Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed negative numbers for blood pressure and the waveform was dampened. The customer rezeroed while pumping, and tried disconnecting the fo connector and reconnect with the same results. A flush bag was in place with a transducer and advised him to aspirate to check the lumen for patency. A blood return was present and the customer then flushed for 10 -15 seconds and rezeroed with the same results. At this point, the fo was disconnected and a good waveform was present on the screen from the transducer. He zeroed this and reports better numbers. The call ended and the patient is being monitored via the central lumen of the balloon catheter. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed negative numbers for blood pressure and the waveform was dampened. The customer rezeroed while pumping, and tried disconnecting the fo connector and reconnect with the same results. A flush bag was in place with a transducer and advised him to aspirate to check the lumen for patency. A blood return was present and the customer then flushed for 10 -15 seconds and rezeroed with the same results. At this point, the fo was disconnected and a good waveform was present on the screen from the transducer. He zeroed this and reports better numbers. The call ended and the patient is being monitored via the central lumen of the balloon catheter. There was no reported injury to the patient.

Manufacturer narrative:
Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).